Event description:
A 2.0mm dcp 6-hole plate broke approximately 1 month post implant. Plate was used to repair a fracture on a distal radius/ulna of a (B)(6) canine toy poodle. Poodle was returned to the o.r. For removal of broken plate. No information was provided regarding revision.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis.(B)(4): the plate is broken apart at the third hole. The relevant dimensions of the hole, where the breakage occurred, can not be verified. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity.(B)(4): placeholder.